Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that two infusion set tubing was leaking due to which hyperglycemia occurs within 24 hours of use. High blood glucose level was 400 mg/dl and treated by correction bolus via pump. Infusion set was placed in thigh and abdomen patient replaced infusion set and resumed insulin successfully. No further information was available.